Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B) (6) 2010. According to the complainant, during the procedure hot biopsy forceps were used to perform a polypectomy. Upon inspection, the physician found that the forceps broke inside the patient. The physician made an attempt to retrieve the device fragments, but was unsuccessful. The patient's condition was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
(B) (4). (B) (4) (therapy/non-surgical treatment, additional). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)